Event description:
It was reported, that the video center exhibited an error code b40. It is unknown when the issue occurred however; it was noted there was no delay or patient impact. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. H6 component code was corrected to 427 - circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the b40 error message confirmed. Based on the results of the investigation, it is likely that the b40 error message was caused by a faulty circuit board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.